Event description:
It was reported that during an unknown procedure, the clips were scissoring. It is unknown how the case was completed. There were no patient consequences reported. This is all the information available regarding the event. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.